Event description:
Customer reported via phone call that they were experiencing  high blood glucose. Customer blood glucose was 420 mg/dl. Customer was treated with insulin pump for high blood glucose. Customer stated symptoms related to high blood glucose that were difficulty in breathing, body pain and thirsty. Customer was using insulin pump  within 48 hours at the time of event. Customer was using auto mode feature at the time of event. No further complications were reported. Troubleshooting was performed. The insulin pump will not be returned for the analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.